Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. X-smart plus cartridge: various mechanical problem, makes an unusual noise and the movement is not fluid. X-smart plus head cap: bad maintenance (user), there is some foreign matter on the head cap.

Event description:
In this event it was reported that a x-smart plus contra angle won't hold files; no injury resulted.